Manufacturer narrative:
Imaging was not made available to the firm to determine if the ipg depth was optimal. No explanted devices were returned to nalu for further examination in order to determine if there was any device malfunction. Location of the implant as well as patient anatomy may also potentially contribute to communication issues.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022 and subsequently reported communication issues between the implantable pulse generator (ipg) and the external therapy discs. On (B)(6) 2022 a surgical revision was performed to replace the ipg in an attempt to correct the communication issues (see MDR 3015425075-2023-00142). The patient reported continuing issues after the ipg replacement and decided to remove the system. Explant was performed on (B)(6) 2022.